Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 600-700 mg/dl. The customer alleged that the pump was not delivering insulin properly; however, the customer declined to troubleshoot with tandem technical support, therefore the alleged root cause could not be confirmed and no additional information could be obtained.